Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was functioning perfectly as customer was able to perform the first part of the procedure without any issues. When issues occurred, the customer changed the cable, change the bipolar forceps, restarted the generator, and then called the intuitive hotline. The pedal was stuck without possible energy activation. The other console had to be used to complete the procedure. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the footrest. System inspected, tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the footrest pedal for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the surgeon side console (ssc1) coagulation foot pedal was found to be stuck. The surgeon abandoned the ssc1 and moved to the ssc2 to continue the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The energy pedal footrest was analyzed and found the issue was confirmed and replicated. System logs found no data to indicate that the fault had occurred. Upon visual inspection, no issues were found that were related to the reported issue. The footrest was installed onto a golden system where the failure was triggered. The right blue pedal was found broken, indicating faults on the footrest. The root cause of the issue is attributed to a broken blue foot pedal.

Event description:
Refer to h11 for follow-up information.